Manufacturer narrative:
D10 concomitant products: unknown egia su unknown endo gia sulu - (lot#unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the literature, a retrospective study analyzed outcomes in patients who underwent robotic bariatric surgery between 2012 and 2024. Of the 545 patients in the study. Endo gia was used in 226 and signia with tri-staple 2.0 was used in 27. In the entire cohort, there was one a gastric sleeve leak that required minimally invasive surgery and recovered well in one month.